Event description:
Device 2 of 2. Reference manufacturer report#: 1627487-2018-04887. The patient's weight was gathered via follow-up.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report#: 1627487-2018-04887. It was reported the patient began to receive inadequate relief following a fall. X-rays were taken and revealed lead migration. In turn, an additional lead was implanted on (B)(6) 2018. Surgical intervention addressed the patient's issue.